Event description:
Nellcor puritan bennett received a call from in home medical on 04/06/1999. Called to report the following problem: will not low pressure alarm with circuit removed. Found during initial checkout. Not on pt.